Manufacturer narrative:
(B)(4).

Event description:
It was reported the intra-aortic balloon pump (iabp) ap waveform kept switching between fos and transducer signal. The nurse confirm that the pump has continued to pump and only missed a couple of beats when it switches sources. The nurse stated that the fos had no red slash through the zero icon, but there is no waveform present. The transducer does have a red slash through the zero icon, but the waveform is "weird". The fos status was reading ok. As a result, the pump was swapped out. There was no report of patient complications, serious injury or death.

Event description:
It was reported the intra-aortic balloon pump (iabp) ap waveform kept switching between fos and transducer signal. The nurse confirm that the pump has continued to pump and only missed a couple of beats when it switches sources. The nurse stated that the fos had no red slash through the zero icon, but there is no waveform present. The transducer does have a red slash through the zero icon, but the waveform is "weird". The fos status was reading ok. As a result, the pump was swapped out. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). No iabp part or recorder strip was returned to teleflex chelmsford for investigation. The reported complaint of iabp erratic fos and transducer ap signals is not able to be confirmed. No part has been returned to teleflex chelmsford for investigation. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.